Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, we could not determine from the literature that the causal relationship between symptoms in the patient and the device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the legal manufacturer. After researching the serial number provided by the customer, the model number is determined to be bf-uc180f.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. The author provided serial number (B)(4) for the subject device. However, this is an invalid serial number for the device. Attempts to retrieve additional information have been unsuccessful and no response has been received. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This event has been submitted by the importer on MDR# 2951238-2021-00439.

Event description:
Literature: diagnostic yield of electromagnetic navigational bronchoscopy: a safety net community-based hospital experience in the united states. This retrospective study was to evaluate the diagnostic yield of electromagnetic navigational bronchoscopy (enb) done in such a setting and its associated complications. A total of 77 patients undergoing enb between august 2014 and january 2020 were identified for analysis and the data for diagnostic versus non-diagnostic enb were compared. Olympus video bronchoscopes (olympus, tokyo, japan) with a 2.8 mm working channel were used for all cases. Study reported an overall 1-year diagnostic yield of 80.2%, with 73% sensitivity for malignancy and a low overall complication rates. No deaths or respiratory failures were noted within the cohort. The study concluded that, enb is safe and feasible with a high diagnostic success rate even when performed by pulmonologists not formally trained in interventional pulmonology in low resource settings under moderate sedation. The author provided two (2) different serial numbers however did not further clarify which serial number was used on a specific patient. This report is for patient identifier (B)(6) is for serial (B)(4): pneumothorax requiring chest tube placement (tube thoracostomy) and hospitalization occurred only in 1 case, (1.3%); and any grade pneumothorax occurred in 4 cases (5.2%). Patient identifier (B)(6) is for serial (B)(4). Pneumothorax requiring chest tube placement (tube thoracostomy) and hospitalization occurred only in 1 case, (1.3%); and any grade pneumothorax occurred in 4 cases (5.2%).